Event description:
It was reported that the patient had passed away and it was indicated this was due to a seizure. It was reported that the device was likely buried with the patient, and therefore will not be returned for analysis. No additional or relevant information has been received to date.